Manufacturer narrative:
Based on the supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. According to the supplier this is the first slippery issue in the past 12 months. The raw materials used on the product are provided by approved suppliers, consistent to the bill of material, passed incoming inspection, and they have not changed their manufacturing/storing/transferring processes on this product. From the process review, the shoe cover glue machines are normal, within calibration expiration date, and all have daily checks, weekly checks and monthly maintenance. The products are glued with validated parameters and produced a in normal manufacturing environment. Tests conducted during production showed the measured cof (coefficient of friction) factor to be meeting the specification. Two pieces of samples were returned for investigation. The anti-slip strips on shoe covers are complete and clearly visible. The width of the glue meets the requirement. The sewing line was located in the middle of the sole and the anti-skid was evenly distributed on both sides. From the investigation, the root cause could not be determined. The supplier will continue to monitor their manufacturing process, including manufacturing environment and equipment. They will monitor the trend for this type of issue.

Manufacturer narrative:
A sample for evaluation has been shipped to the manufacturer. The evaluation is still ongoing. A followup MDR will be filed when the evaluation is completed.

Event description:
A staff member fell and was injured while wearing the shoe covers. They believe it is because of the shoe covers not having any tread on them.